Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown. Unknown-unknown head-unknown. Unknown-unknown stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03955, 0001822565-2020-03956, 0001822565-2020-03958. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient is experiencing unknown complications 5 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.